Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during insertion of the intraocular lens (iol) into the patient's eye, the lens popped loose. No further information was provided.

Manufacturer narrative:
Device available for evaluation - yes. Returned to manufacturer on: 02/24/2016. Device returned to manufacturer - yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection showed residue of viscoelastic (ovd) and loose particles in the optic body compatible with handling the lens and suggesting the lens was handled/prepared for surgery. The lens was observed cut in two pieces. The customer's reported complaint was not verified. Manufacturing records review: manufacturing records were reviewed and the lens was manufactured and released according to specification. A search on complaints revealed no additional complaints have been received for this production order number. There were no associated deviation or non-conformity reports found in the manufacturing record review related to this complaint and/or similar issues. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provide instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was not verified. All pertinent information available to abbott medical optics has been submitted.